Manufacturer narrative:
An investigation has been initiated and any additional information will be submitted in a follow-up report.

Event description:
According to the report, the surgeon stated that two of his patients that recieved bioglue developed an infection post - operatively.